Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event is consistent with the battery reaching end of life.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-03727. It was reported the device displayed the end of service (eos) message and it is unknown if the device depleted prematurely. There were high impedances on one lead. Patient lost therapy. As a result, surgical intervention was undertaken wherein the ipg and lead were explanted and replaced. Effective therapy was restored post operatively.